Manufacturer narrative:
Investigation: one sample and one photo received for investigation. Upon observation, there is damage to the syringe tip. Additionally, during the documentary review as well as in the analysis performed on the retention samples, no possible failure modes for the defect were found. Possible root cause, it was found that this defect was generated in the conveyor belts prior to the marking stage, due to a saturation of the product in the marking hopper. This defect was reproduced after the collision of a barrel with one of the fastening screws of the conveyor belt. Corrective action, change of the feeder was made for a larger capacity for greater capacity earlier this year, it is important to cite that the batch was manufactured prior to the change. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that bd plastipak¿ syringe 10 ml is dirty. This was discovered before use. The following information was provided by the initial reporter: the pivot was broken, causing the needle not to poke correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10 ml is dirty. This was discovered before use. The following information was provided by the initial reporter: the pivot was broken, causing the needle not to poke correctly.